Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device and accessories were not returned to zoll for evaluation. A picture of the error log was provided for review. The customer's report was observed during review of the provided picture. The message seen occurs when the device detects a defib impedance lower that 15 ohms while the shock button is pressed with an energy setting not equal to 30j. Under these conditions the device will not deliver a shock other than 30j. Without receiving the device for investigation, root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message and failed to discharge. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction. Please reference medwatch report number 1220908-2020-00808 for a report from the same customer.